Manufacturer narrative:
The reported event of could not tighten the setscrew to secure the lead was confirmed. Final analysis found the setscrew had been screwed out of the connector block socket and was lying sideways across the connector block socket. This problem was caused by the physician¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the following day after implant that poor pacing was noted. During revision procedure, the pacemaker (pm) set screw was found to be stripped and right ventricle (rv) lead was dislodged. The physician concluded poor pacing due to rv lead dislodgement. The physician elected to explant and replace both the pm and rv lead. The patient was stable throughout.